Event description:
It was reported that during pre-use check, air leak test was not successful. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown operator of device is unknown. No information has been provided to date. Manufacturing site address is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual evaluation of product resulted in no detectable discrepancies. A leak test was performed, and was successful. Unable to determine the root cause of the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).